Manufacturer narrative:
(B)(4). A device history record review was performed on the outer tray and kit with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the outer tray and kit with no evidence to suggest a manufacturing related cause. The potential cause of the tray breaking when opening the kit could not be determined based upon the information provided and without a sample.

Event description:
It was reported that when they opened the product, the blue tray breaks at the same time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when they opened the product, the blue tray breaks at the same time.